Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with 550cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture with ptosis and right sided rupture post procedure. The rupture was diagnosed through computed tomography. As a result, an explant is planned for (B)(6) 2021. See 1645337-2021-10884 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 26, 2021. Bilateral prosthesis replacement with 415cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number:(B)(4).